Manufacturer narrative:
Analysis of the returned catheter noted difficulty with the sc connector which led to explant.

Event description:
It was provided that the new device was filled with baclofen. The current patient status remains unknown. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the pump was working with satisfaction but needed replacement as the elective replacement indicator (eri) was reading three months. During the pump replacement, the sutureless connector from the catheter to the pump started to break apart when being removed from the pump connector. The partial explant of the catheter was performed on (B)(6) 2014 and therefore the catheter was revised. At the time of the report, the patient's status was reported as alive-no injury. No patient symptoms were associated with this event. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify the infused medication and current patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, partial explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Further, the patient had no complications post operatively and therapy continues to be effective. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.